Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for peripheral neuropathy, and spinal pain. It was reported that the patient would be charging and when they reach 30-40% it says its finished charging. The patient indicated it has done that 8 different times. The manufacturer representative reported that when the patient shuts off their stimulation, it seems to help it but when stimulation is turned on, it is more noticeable. Additional information was received from the manufacturer representative in response to a follow up email sent to them. It was reported that the representative left a message for the patient to see if the replacement programmer sent to them resolved their recharging issues. It was also reported that representative did not know what patient's weight was. No symptoms or further complications reported and/or anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR sows that there is no information to reasonably suggest that the device in this report may have caused or contributed to ad eat or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet te reporting requirements stipulated in 21 crf 803. If information is provided in the future, a supplemental report will be issued.